Manufacturer narrative:
Additional narrative: a product investigation was completed: it was reported that a driving cap (03.010.523 lot 8836144) broke inside an insertion handle (03.010.486 lot 8807684) during a femoral nailing procedure. This complaint involves two devices. The returned instruments were examined and the complaint condition was able to be confirmed as the threaded tip of the driving cap was found to be broken off and retained within the insertion handle. A definitive root cause was unable to be determined however the failure mode is consistent with off-axis hammering on the device before fully seating the driving cap on the aiming arm and/or from cross threading the device. The complaint is confirmed. The drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. The instrument(s) are used during femoral and adolescent tibial nail implantations and proper use and maintenance are addressed in technique guides. The returned devices are multiple use and are used for implanted nails. The complaint condition was most likely caused by the method of use rather than the design of the instrument. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the exact cause cannot be determined, the damage to the driving caps is most likely the result of off-axis hammering on the device before fully seating the driving cap on the aiming arm or from cross threading the device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient gender and weight are unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: 28. March 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral nailing procedure, a driving cap snapped off inside an insertion handle. This occurred after the nail was inserted, as they were malleting on the driving cap, a threaded piece snapped off inside the insertion handle. A surgical delay was reported but the exact length is unknown. The procedure was successfully completed. This is report 1 of 2 for (B)(4).